Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. Functional testing was performed. The customer's reported problem was confirmed. The pump was found to be displaying "cassette not attached properly" alarm message when a latch handle is opened with out cassette attaching. It's recommend a latch lock optical flex sensor to be replaced.

Event description:
Information was received indicating that the cadd solis vip pump displayed an alarm that the cassette was not attached. There was no patient involved.